Event description:
Complainant alleged that, when switching the main selector knob from pacing mode to defibrillation mode the device's display intermittently will turn all black. Complainant did not indicate that there was any patient involvement in the reported malfunction.